Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that the connections were secured. A field service engineer, verified all lights are present on interface boards, shutdown was executed, and the power cord was disconnected. Subsequently, a reboot was conducted, followed by testing of all drawers. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer has malfunctioned and cannot be restored even after restarting the pyxis system. The customer stated that there was a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this incident.